Event description:
A malfunction alarm was reported by the customer, indicated by a malfunction code with fault ID available. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Customer support provided instructions to reset the pump, which resolved the issue as the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if the malfunction code appeared again.